Event description:
It was reported the customer received a battery out limit alarm. The customer's blood glucose was 215 mg/dl. Customer also stated the insulin pump alarmed during normal use. Troubleshooting found the alarm was caused by a loose drive support cap. The customer could not clear the alarm as their buttons were unresponsive. The customer also reported their insulin pump may have been exposed to moisture. Customer stated that the insulin pump's screen appeared to be foggy. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted. The insulin pump had intermittent keypad response due to moisture damage to keypad traces. No traces of moisture was noted on electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on liquid crystal display window, reservoir tube window, cracked case at display window corners, cracked case at reservoir tube window corners and belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.